Event description:
It was reported that a piece of the arthroscopic grasper broke off into the patient's left knee during removal of the meniscus through the lateral portal. It was ultimately retrieved under fluoroscopy.

Manufacturer narrative:
Additional information will be provided, once investigation has been completed.